Event description:
It was reported that the customer was in the intensive care unit due to diabetes ketoacidosis. The blood glucose reading was 576mg/dl. It was stated that the customer experienced stomach ache, headache, nausea, and vomiting. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. It was stated that the customer changes the infusion set every four days. Advised the caller that the infusion set should be changed every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.